Event description:
Related manufacturer reference number: 2017865-2023-16918. It was reported the patient presented for a leadless pacemaker implant. During the procedure, after the leadless pacemaker was screwed in, it was observed the pacing impedance was over 2000 ohms and there was no capture at max output. When attempting to redock to the delivery catheter, the leadless pacemaker spontaneously released but remained screwed in place. The physician waited two hours to see if the electrical measurements would correct, but they did not. The device was retrieved and replaced with a new leadless pacemaker. The procedure concluded without further issue. The patient was stable.